Event description:
Hosp staff were monitoring a pt during a by-pass procedure and allegedly observed the trace on the monitor screen loose horizonal width and became a single vertical line. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.